Event description:
The customer stated that he opened a new carton containing 2 bottles of test strips and found the cap open on both bottles of test strips. No adverse events were alleged. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.